Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 48 mg/dl on the meter. Current blood glucose level 161 mg/dl. Customer stated that they had low event 61mg/dl-67mg/dl. Customer was treated with food for low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump programming was accurate. The insulin pump was not exposed to magnetic field. Customer was not using the auto mode feature. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.